Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Reference the following medwatches with (B)(6) for the following systems: (B)(6) - inform meter (B)(6) - inform base unit

Event description:
Caller states that the connector port area of the inform base unit appears to be melted. No adverse event reported. Requested return of suspect device and replacement was sent.